Event description:
It was reported that the detector head on a dsx nuclear camera contacted the pt's face during a static study. The health care professional activated the emergency stop button to stop the camera's motion, and removed the pt from the table. The pt suffered two fractures on the right side of the jaw, and a bruise on the chin.